Manufacturer narrative:
(B) (4).

Event description:
After surgery the lead impedance measurements were greater than 40,000 ohms when doing a check. When the therapy impedances were checked, no problems were shown. Once the settings were changed, the therapy impedances showed a problem. A different physician programmer was used with the same results. The pt was okay.